Event description:
It was reported that this shaver handpiece would not stop working when the off button was depressed. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was received for investigation and the reported problem was verified. Further investigation found the handpiece has the potential to operate on its own related to pc board failure. A design change has been implemented for this failure mode. To date, there are no reported injuries associated with this failure mode. This failure mode will continue to be monitored.